Event description:
Stratis subject (B)(4)/ medtronic (covidien) received information through clinical trial data review that during the mechanical thrombectomy there was significant vasospasm and 100 mcg of nitroglycerin was administered intra-arterial (ia) in the left internal carotid artery (ica). Per the physician, the patient has very a sensitive spastic nature. Thrombolysis in cerebral infarction (tici) 3 was achieved after device use and administration of medication.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).